Manufacturer narrative:
(B)(4). It was reported that the femoral angiogram revealed mild calcification at the common femoral artery access site. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted using a perclose proglide device through a 6-french access site in the heavily tortuous and mildly calcified right common femoral artery using the preclose technique prior to an interventional procedure. Reportedly, during deployment, the device misfired. The device was removed and the sutures from two additional proglide devices were successfully deployed and set to the side. During the interventional procedure, the access site was upsized to 12-french then 20-french. After the interventional procedure, the knots from the two pre-placed proglide sutures were advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.